Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 54-year-old patient was implanted on (B)(6) 2019, with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025, the patient reported pain at the insertion site, so the biozorb implant was removed the same day during a surgical procedure. On (B)(6) 2025, it was noted that the pathology report from the biozorb explantation showed foreign body reaction in the excised tissue. Patient still reported pain after the removal surgery (postoperative pain). Patient was prescribed medication for the surgical site related symptoms. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.